Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1), unknown tfn-advanced helical blade or lag screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1), unknown tfn-advanced helical blade or lag screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional event, patient, and product information was received by the synthes manufacturer on nov 1, 2016. There are no additional device product codes. This report is for one (1), unknown tfn-advanced helical blade. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information and clarification was received on november 1, 2016. It was further reported that the complaint device is an unknown tfn-advanced helical blade, not a screw as previously reported. The patient was initially implanted with the tfn-advanced system on (B)(6) 2016. The patient had persistent pain postoperatively. An x-ray taken (B)(6) 2016, revealed that the tfn-advanced helical blade had migrated and cut out of the patient's femoral head. Revision/explant surgery was performed on (B)(6) 2016. The tfn-advanced implants were removed and the patient was converted to a total hip arthoplasty (tha). As of the last reported postoperative check-up on (B)(6) 2016, it was reported that the patient is doing clinically well with no complaints of the hip. This report is for one (1), unknown tfn-advanced helical blade.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown tfna screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (B)(6). It is unknown if the subject device will be returned to the manufacturer for investigation. (B)(4) revision surgery due to reported event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was that a trochanteric fixation nail-advanced (tfna) proximal femoral nailing system screw migrated post-operatively and cut-out of (perforated) the patient's bone. Revision surgery was performed on (B)(6) 2016. The tfna system was initially implanted on an unknown date. This report is for one, unknown tfna screw. This report is 1 of 1 for (B)(4).